Event description:
It was rpeorted an access port was placed in 2001. In 2002, it was noted the catheter had fractured and migrated to the pulmonary artery. Removal of the port and the detached catheter was successful. No further details are available at this time regarding the circumstances surrounding this event. However, the patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. The co's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. At this time, without additional details, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.